Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022 secondary to a pump infection.

Manufacturer narrative:
Section b5: onset of patient's infection reported in manufacturer report number 2916596-2022-01201. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had chronic recurring bacteremia. The patient was explanted on (B)(6) 2021 and a paracorporeal left ventricular assist device (lvad) was placed. The patient later underwent pump exchange to heartmate 3 left ventricular assist system (lvas) on (B)(6) 2022.